Manufacturer narrative:
Correction: section h6 component code corrected to "3079: patient lead".

Event description:
It was reported that patient presented for scheduled procedure. Prior to procedure, it was noted that the right ventricular (rv) lead had dislodged. Dislodgement was confirmed via chest x-ray. The lead was explanted and replaced with new lead. Patient condition was stable.